Event description:
The hosp reported that during the coronary artery bypass procedure, the heartstring seal did not deploy out of the delivery tube into the aorta. A replacement was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
The device has not yet been returned to gidant cardiac surgery for investigation. We will continue to persue the device being returned to guidant for investigation with the customer. A supplementtal report will be submitted when the device has been returned and the investigation completed.